Event description:
A customer contacted beckman coulter regarding falsely low total bilirubin (tbil) result from a single pt that was generated by the synchron cx 5ce instrument. The tbil result was 0.7 mg/dl. The result was reported out of the lab. A fresh sample was collected from the pt on the next day and tested for tbil. The tbil result was 15.3 mg/dl. No add'l info regarding this event was provided.